Event description:
A report was received that the patient had pain at the pocket site. The patient underwent a pocket revision wherein two extensions were added. The patient was doing well postoperatively.